Event description:
Hosp advised that they were infusing gammamune at rates of 90 to 100cc/hr. A total of five pts experienced itching and 3 developed hives. When the rate was decreased to 50 cc/hr the symptoms were relieved. The sets were discarded and lot numbers were not available.